Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
A hepatic arterial embolization procedure was performed for a liver cancer patient. The surgery embolized with injection which mixed with oxaliplatin injection and pingyangmycin lipiodol emulsion. At this time, the tail end (hub) of microcatheter detached. The breakage happened outside of the patient's body . The surgeon withdrew the catheter and replaced it with a new device to finish the procedure. There were no reported adverse effects to the patient or additional procedures as a result of this product problem.